Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 10 mg/ml at 1 mv/day. The catheter was reported severed during a spinal implant procedure. The pump had been allowed to run dry with no maintenance. Surgical intervention was planned and scheduled for (B)(6) 2016. They were unable to implant a new catheter. Explant of the pump and proximal catheter was done. The distal catheter was not explanted. The issue was not resolved. The patient's status was "alive - no injury."

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8780, serial# (B)(4), found no significant anomalies. (B)(4).

Event description:
It was reported that a catheter segment was accidentally cut/severed and removed by a healthcare professional (hcp) during a spinal surgery that was unrelated to the implanted pump therapy. It was unclear how much catheter was removed ¿possibly the distal segment,¿ but the managing hcp noted that no catheter segments had been left in the intrathecal space. At the time of the reported event, the pump had last been programmed (B)(6) 2015 and the dose was at a minimum rate. The patient had been doing ¿very well¿ so the pump was left programmed at the minimum dose rate. Surgical intervention following the unrelated surgery had not taken place at the time of this report, the distal segment had been explanted. The managing hcp stated they would evaluate the patient in six months about possible replacement of a new catheter. No patient symptoms were reported. The pump was used to infuse prialt (ziconotide) and sufenta (sufentanil). No additional intervention or outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.